Event description:
It was reported the patient¿s stimulators they had before 2009 would work a while and then they would not work a while. It was stated they took one out in 2002 and put one in 2003 on the right side and then they put one in 2005. It was noted that none of them worked right. It was reported the patient¿s healthcare provider told them they kept breaking the wire. It was stated the patient did not fall. It was noted the patient¿s device was put in on the cheek of their rear end and they thought they were pulling something when they got up and down from a chair because it was placed too low. It was later reported the healthcare provider did find that the patient¿s wires were broken in 2005. It was stated the patient wasn¿t sure when the wires broke because they just assumed they were on the cheek and they would slide to get up, and that's what the problem was.

Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. This event was also reported under manufacturer report # 3004209178-2014-08362.

Manufacturer narrative:
Concomitant products: product ID 3966, lot# la2018, product type lead; product ID 3889-28, lot# j0230931v, product type lead. (B)(4).

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2014-08362 and for concomitant ins information concomitant product(s): information references the main component of the system and other applicable components are:product ID: 3889-28, lot# j0519280v, product type: lead. Product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3966, lot# la2018, product type: lead. Product ID: 3889-28, lot# j0230931v, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was noted that in 2007 the patient had the issue with urine gushing out during the night and having a bowel movement every time they urinated. The bowel issue started in 2007 and it went away. It was reported that the patient¿s therapy was helping them in 2002 as they were urinating ¿like every 20 minutes¿ and it did help with this. No further complications were reported or anticipated. Omitted information unrelated to this system in (B)(4).